Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that, approximately three months before explant of this artificial urinary sphincter, the patient experienced scrotal swelling and experienced incontinence. Cystourethroscopy identified urethral erosion and that the pump had eroded through the scrotal skin. The patient underwent surgery which found a small area of necrotic skin with the pump emerging through it. All components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A pinhole consistent with tool damage was identified, likely occurring during explant. No other anomalies were found with the cuff. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that approximately three months before the procedure, the patient experienced scrotal swelling and developed incontinence that the artificial urinary sphincter (aus) would not manage. The patient had a cystourethroscopy that demonstrated urethral erosion and the pump eroded through the scrotal skin. The patient underwent surgery and there was about 4 mm of necrotic skin with pump sticking through this. All components were removed and replaced. There were no further patient complications.